Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e1, g4, g7, h2, h6, h10. The lot # 25160137 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) umbrella does not open properly. It expanded without entering the aorta. A replacement device was used to complete the procedure. No harm to the patient.